Event description:
Customer returned the device for evaluation and repair of an issue of the forceps unable to be inserted in the working channel (ch-tube). There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there were stains of foreign material lodged at the ch-tube. This is attributed to insufficient cleaning. This medwatch is being submitted for the presence of foreign material found at the ch-tube as observed during device evaluation.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there were stains of foreign material lodged at the working channel (ch-tube). This is attributed to insufficient cleaning. Other observations for the device: due to a crack on scope cover cover unit, water tightness is lost; due to damage on ch-tube, water tightness is lost; because ch-tube is crushed, forceps cannot be inserted; due to wear of angle wire, bending angle in up direction does not meet the standard value; due to wear of angle wire, the play of up/down knob is out of the standard value; and distal end cover (c-cover) has a dent. The user¿s complaint of forceps being unable to be inserted in the ch-tube was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an imperfection of proper reprocessing caused by leakage. The instructions for use (IFU) states in the following to contact olympus incase leakage is detected. Therefore, abandoning reprocessing at leakage is not deviation from IFU: "·reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair". Olympus will continue to monitor field performance for this device.